Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was intermittently observed to be depleting rapidly and also to be fluctuating, which led to intermittent pump shutdowns. The customer's blood glucose (bg) was reportedly over 500 mg/dl with trace ketones. Customer administered a correction bolus and set a temporary basal rate in order to resolve the elevated bg. Reportedly, the customer either reloaded the cartridge or loaded a new cartridge and resumed insulin delivery.